Event description:
Account reported that patient had a broken capsule that required a vitrectomy. The doctor said patient has been recovering well.

Manufacturer narrative:
Account also reported that patient had poor anatomy and surgery was completed as lens was implanted in the posterior chamber. A field service specialist (fss) visited the site for inspection and was unable to duplicate the issue as reported. The fss confirmed the machine met amo specifications. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
The manufacturer report number should have been 3006695864. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Manufacturer narrative:
Placeholder.